Event description:
A report was received that following an implant procedure,the patient developed a hematoma at the pocket site. It was also reported that there was a seroma present. An attempt to aspirate was initiated, however, it was a congealed hematoma. The physician believed that the hematoma was from normal surgery. The patient was prescribed antibiotics as a precaution and was reportedly doing well.